Manufacturer narrative:
(B)(6). Investigation/conclusion: the customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible. This issue will continue to be monitored.

Event description:
The distributor reported that a customer received a potential false negative hcg results using the consult hcg dipstick test 5000 pregnancy test. "Patient 2" was approximately (B)(6). After the consult hcg dipstick test 5000 pregnancy result was negative, the doctor confirmed pregnancy via ultrasound on the same day. The following was reported: kit lot number? Unable to be provided, no records kept, kits were returned to distributor. Dates of event? Unable to be provided. Last menstrual period? Unable to be provided; however the gestation was 16 weeks time of collection? Mid-day. Age of specimen and storage condition? Fresh. Specimen tested at room temp? Yes. Any relevant patient medical history or medications taken? Unable to be provided. What is the patient diagnosis and current condition? Unable to be provided; however "no injury occurred. No further treatment and/or hospitalization was necessary ." If possible, what was the specific gravity, ph, protein? Unable to provide values but stated all parameters were normal for specimen. Kit storage conditions? Room temp. Was foil pouch opened at test time? Yes. Test procedure followed package insert instructions: immersion time? 5 seconds; read time? 3 minutes; timer used? Yes. Internal control line on the device? Evident. External control results? Site does not run external controls. Was the sample tested on an alternate method? No. There was no patient specific information provided and no quantitative testing performed. There was no adverse patient sequela. There was no additional information provided.